Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the pump was returned with moisture in the display lens. The pump has audible but no vibratory feature and the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. The pump fails leak test due to bolus button leak. Internal moisture damage was confirmed in pump on the pcb and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings issue which started on (B)(6) 2014. The reporter stated that the basal program was empty. Customer support (cs) completed troubleshooting and it was noted that the program was cleared and someone attempted a temp basal program and the basal program was started. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. At the time of the call the patient¿s bg was 6.9mmol/l. This report is being made due to the hyperglycemic event the patient experienced that resulted from the basal program being cleared.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( the basal program being cleared).